Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, the user reported an occlusion alarm on the ilet while using a steel contact detach infusion set, 23" tubing, placed on (B)(6) 2025. The agent tested the tubing, found no issues (no bubbles or kinks), and resumed delivery. The user was advised to monitor for recurrence. Blood glucose (bg) was not affected.